Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment and treatment got delayed for 20 minutes and completed after restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. Upon inspection, the rse determined that the system was switched off suddenly due to pressing emergency stop by mistake, the customer was not aware of this and identified that it was a user error. The rse rebooted the system. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was occurred since the user pressed emergency stop by mistake and there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be used, a blue light appeared but the system did not start up. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.